Event description:
Incorrect sponge count in presource local hand pack 6 longs discovered at initial count pack info: local hand pack sopoclhsra exp date [redacted date] mfg date [redacted date] lot# 991467, catalog sopoclhsra. Item was discarded after the case per the site.